Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a spark at the power cord plug side when a nurse went to plug in and charge the device. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation confirmed during visual inspection that the device sparked on the power cord and that there was no evidence of fluid ingress. Additional testing found that the positive wire inside the power cord was broken. The probable cause was due to a defective power cord.

Event description:
The customer contact reported a spark at the power cord plug side when a nurse went to plug in and charge the device. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.